Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 417 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer stated that they were getting insulin flow blocked alarm. The customer stated that the insulin exits with the 0.300 unit fill cannula. Customer states the cannula was bent. Customer states the tissue were scar when bent cannula occurred. Customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.